Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured a 8 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion involved was a calcified and 100% stenotic lesion in a very tortuous mid rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as "good".